Event description:
It was reported that a pump was constantly alarming a close door message. The customer stated that this occurred in the med/surge care area and there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval was able to confirm a "door not fully latched" alarm, which corresponds with the reported close door message. It was determined that this alarm was caused by loose link screws. The condition was eliminated during eval by adjusting the screws with the door performing as expected. The screws have been replaced.